Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reports the device is emitting tones. The local guidant representative suspects elective replacement indicator (eri) and expressed dissatisfaction with device longevity.